Manufacturer narrative:
G5:510(k)#: k102985. B4:25jul2021. The manufacturer's product support engineer (pse) evaluated the device and confirmed the misalignment in the touch position by operational checking. Since it was not resolved by calibrating, the touchscreen will need to be replaced. The touchscreen was received for failure investigation. Visual inspection of the touchscreen revealed that the resistance measurements test failed. The reported complaint touchscreen failed is duplicated. A fault is found on this returned touchscreen.

Manufacturer narrative:
The customer reported there was no patient involvement at the time the issue was discovered. The phenomenon was observed right before the unit was used on a patient. A delay in therapy was not reported due to this failure.

Event description:
The customer called into technical support (ts) reporting that the device has a touchscreen issue. The customer reported there was no patient involvement at the time the issue was discovered. The phenomenon was observed right before the unit was used on a patient. A delay in therapy was not reported due to this failure.